Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the customer had high blood glucose level. The customer¿s blood glucose level at the time of incident was over 600 mg/dl. The customer¿s current blood glucose level was 300 mg/dl. The customer treating high blood glucose with shots. The customer reported that the meter was no longer communicating with pump. The insulin pump will not be returned for analysis.